Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and found error m-02 on the integrated electrosurgical unit (iesu). The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi has not received a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the integrated electrosurgical unit (iesu) displayed repeated error m-02. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer reboot the iesu, but the issue persisted. The procedure was converted to laparoscopic surgery with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and there were no issues noted during set up of the system. The issue occurred before starting the surgical procedure. No intra-operative or post-operative complications were identified. It was unknown if the conversion resulted in increasing port size incision or adding additional ports placed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the iesu ¿vio dv generator involved with this complaint to perform failure analysis. The error m-02-7 on neutral pad on start was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. M-02//m-31/m-37 errors appeared in the error log.